Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 50 mg/dl at the time incident. Customer was treated with glucose tablets. Based on customer report customer believe insulin pump was over-delivering due to low readings. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump and reservoir will be returned for analysis.